Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the doctor inserted the catheter over the wire and upon retrieval, the doctor felt resistance and the guide wire began to come apart, kink and unwind.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.